Event description:
Customer reports obtaining discrepant blood glucose results of 114 mg/dl and 67 mg/dl back to back within 10 minutes while using the advantage system. Customer reported he did not experience any hypoglycemic or hyperglycemic symptoms. No action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.